Event description:
It was reported that the image quality on the 9800 system was poor (looks distorted and out of focus). There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. On a subsequent visit the image intensifier power supply was replaced. The system was tested and found to be working as intended and placed back into service.